Event description:
Same case as: 2134265-2014-04448, 2134265-2014-04633, 2134265-2014-04767. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to the middle of left anterior descending artery (lad). During percutaneous coronary intervention(pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. The first automatic pullback with the opticross¿ was done successfully. An unspecified stent was then implanted and the second pullback was attempted. When the pullback button was pressed, an error 215 appeared on the system and the automatic pullback failed. The motor drive unit (mdu), opticross¿ and galaxy intravascular ultrasound system sled were then reconnected and the system was restarted, however, the problem was not resolved. The imaging catheter was replaced with a new opticross¿ imaging catheter but still the problem persisted. The pullback was attempted four or five times before it was completed. The procedure was competed with an atlantis sr pro2 imaging catheter and a new mdu. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the associated sled pullback device was not returned with this catheter for evaluation. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 21.0 mm. The product specification for this dimension of the distance is 16-24 mm. The observed distance is within specification. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The ccp board pins appeared normal and a good click sound was heard during insertion into the mdu system. No error message was observed during functional testing. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2014-04448, 2134265-2014-04633, 2134265-2014-04767. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to the middle of left anterior descending artery (lad). During percutaneous coronary intervention(pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. The first automatic pullback with the opticross¿ was done successfully. An unspecified stent was then implanted and the second pullback was attempted. When the pullback button was pressed, an error 215 appeared on the system and the automatic pullback failed. The motor drive unit (mdu), opticross¿ and galaxy intravascular ultrasound system sled were then reconnected and the system was restarted,however, the problem was not resolved. The imaging catheter was replaced with a new opticross¿ imaging catheter but still the problem persisted. The pullback was attempted four or five times before it was completed. The procedure was competed with an atlantis sr pro2 imaging catheter and a new mdu. No patient complications were reported and the patient's status was good.